Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on friday morning. The customer blood glucose level was 763 mg/dl at the time of hospitalization. The customer was treated with insulin drip and intravenous infusion. Customer stated that the positive result in the nausea, vomiting, abdominal pain and difficulty breathing. The device will not be returned for analysis.